Manufacturer narrative:
Combination product: yes. Update on 27-jan-2025: the lead was capped and the device removed and not replaced as the patients ef had improved so the decision was made to only to take out the ICD. Capped date is currently unknown. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for the ICD and the lead were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.

Manufacturer narrative:
Combination product: yes-

Event description:
It was reported that the associated device could not be interrogated during a follow-up. Furthermore, oversensing was noted on this rv lead. Revision will be done. Lead currently remains implanted. Should additional information be received, this file will be updated.